Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. The pump was also received with case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack on the backside. Customer's blood glucose value was unknown. Customer stated that insulin pump was not bumped nor dropped. The device will return for analysis.